Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the left ventricular (lv) lead was attempted to be inserted into the valve for the pacing lead to be implanted, the top of the lead entered but became stuck in the root of the injection port of the valve. The lead could not be extracted. The lv lead and valve were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for evaluation. Returned product analysis was performed and no anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.